Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/06/2023, it was reported by a sales representative via (B)(4) that an abs-10060r angel machine filled with blood. This occurred during a case where the bag inside the device was compromised and seen to be deflated and blood leakage when examined. They could not get the bag out.

Manufacturer narrative:
Additional information: the complaint was not confirmed the reported incidence could not be repeated, however, and was more likely due to a defect with or damage to the disposable rather than the console. One unpacked abs-10060r angel centrifuge serial gb2835 was received for evaluation. Visual evaluation noted regular wear and tear. No problem found. The device was assembled with a new blood processing set and was tested and evaluated under normal conditions to see if the reported issue(s) could be reproduced. Sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 17 ml platelet-poor plasma (ppp), 38 ml rbc, and 6 ml prp. The prp volume within the syringe was recorded as 6.0 ml. No error messages were reported during processing. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xe-5000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. The evaluator noted that the console had a very strong odor, likely due to the blood contamination from the leakage. The reported incidence could not be repeated, however, and was more likely due to a defect with or damage to the disposable rather than the console. No related problem found.

Event description:
On 11/28/2023, it was reported by a sales representative via phone that the bag deflated and resulted in blood coming out. There was no actual explosion.

Event description:
Additional information was provided on 11/28/2023 where it was stated that this event occurred during a prp preparation. The centrifuge's internal bag deflated and resulted in blood coming out. There was no actual explosion. The patient was rescheduled.

Manufacturer narrative:
Corrections: h.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.